Event description:
It is reported that the pt's lesser trochanter was fractured when attempted to explant the femoral stem. Cerclage cables were used to reduce the fracture.

Manufacturer narrative:
Eval summary: operative notes of this event were provided, and no other issues were experienced throughout the rest of the procedure. Info on the pt's bone quality or bone anatomy is not provided. Pre-operative x-rays were not provided to understand the component sizing match with pt anatomy and component placement. Primary operative notes were provided which were unremarkable. Pt factors that may affect the performance of the components such as adherence to rehab protocol, activity level or type of activity (low impact vs high impact) are unk. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem.